Event description:
It was reported, that the system shut off, while running. And could not be turned back on. The on/off buttons are not working properly. There was unknown, patient involvement. And unknown, patient harm/adverse event reported.

Manufacturer narrative:
E1.: initial reporter phone: (B)(6). B3: date of event is unknown. No information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Manufacturer narrative:
D9: 10-jan-2025. H3: one device was received for investigation. The reported issue was confirmed during functional testing, when the device power switch did not function as intended. The investigation traced the issue to the device membrane switch, which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The membrane switch was replaced, and the device functioned as intended.

Manufacturer narrative:
Additional information was received stating there was no patient involvement. The following fields have been updated. A1, a2, a4, a5, a6, b5 and h6 - health effect, impact.

Event description:
Additional information was received via email informing that the event occurred during testing (prior to use) outside of patient care area. There was no patient involvement, and no patient harm/adverse event reported.